Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the procedure converted to open as a result of discovering the dextrus assembly being torn? Please explain. - no, the device was defective prior to being used and the decision was made to convert to open due to other issues. . Why was the procedure converted to open? - intraoperative decision by the surgeon. If it was because the dextrus was found torn, was there not another device available to use? There were other dextrus in stock in the o.r. Is the actual device used in the procedure available to return for evaluation? Yes. What was the condition of the patient following surgery ¿ stable, discharged, critical- please explain. - not disclosed.

Event description:
It was reported that during a laparoscopic hemi-colectomy procedure, before use of the device on patient, when the device was handed to the surgeon, it was noticed to be torn. The procedure was converted to an open procedure to complete the case. There was a ten minute delay to the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the hap02 device was received with the iris seal torn. Upon visual inspection, two opposite tears were found at the upper inner seal ring and they propagated toward the lower seal ring. No conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.